Event description:
It was reported that the single use mechanical lithotriptor v distal guide wire tip was torn. The issue was found during a endoscopic retrograde cholangiopancreatography and it was completed using a similar device. It was noted that there was no shedding inside the body. There were no reports of patient harm.

Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The guidewire tip was torn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation an attempt was made to insert the device into the endoscope while using the guide wire. When the angle between the distal end and the guide wire was large the device was inserted into the endoscope. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip.¿ olympus will continue to monitor field performance for this device.